Event description:
Stapler cartridge was placed, jaws closed, and passed to field. Stapler would not open. Stapler removed from field. Resource nurse worked with stapler to get it to open. New stapler opened onto field.